Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5mmx16mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 16 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, the device was not able to cross the lesion and was noted that the tip of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.